Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous right external iliac artery. The first inflation of the 3.0mm x 40mm x 145cm sterling es over-the-wire balloon catheter was attempted, but failed to inflate. It was noted that the balloon was ruptured. No pt complications occurred. The pt status was good.

Manufacturer narrative:
The device was disposed off by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).